Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2024 the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as due to uric acidosis; however, the route by which this occurred was unreported, therefore the cause will remain unknown. The patient was treated with an unspecified drug infusion for the event. Pd therapy was ongoing.the hospitalization and patient outcome were not reported. The reporter declined to provide additional information.